Manufacturer narrative:
A review of the device history records revealed no manufacturing, processing or design related irregularities. The implant was found to be properly manufactured and released according to design specifications. No irregularities have been identified. Visual inspection found that the illico screw fractured and broke mid-way of the threaded shaft. Because the revision surgery took place 1 year after initial implantation, it is likely that a successful fusion had not yet occurred. The construct was more than likely carrying the majority of the load throughout the time of implantation with no gradual transfer of load that would be associated with fusion. As these implants are intended for temporary stabilization until fusion occurs they do not have an indefinite life and may fail over time if fusion is not achieved. The supplied instructions for use (ins-028) provide a warning to aid in reducing this type of event. Warnings: the illico mis posterior fixation system implants are used only to provide temporary internal fixation during the bone fusion process with the assistance of a bone graft. A successful result may not be achieved in every instance of use with these devices. Without solid bone fusion, these devices cannot be expected to support the spine indefinitely and may fail due to bone-metal interface, rod failure or bone failure. The illico mis posterior fixation system is intended to facilitate the surgical correction of noncervical spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. When used for a minimally invasive posterior approach, illico mis instrumentation is used in conjunction with polyaxial screw components. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v eli or ti-6al-4v). The rods are available in commercially pure (cp) titanium and/or cobalt chrome.

Event description:
A patient returned in (B)(6) 2016 for a post-op visit and reported having pain. X-rays taken at the time confirmed the illico screw located at the s1 had fractured and broke. Revision surgery was conducted on (B)(6) 2016 to remove the fractured 6.5mm screw and replace it with a 7.5mm. The illico posterior fixation system was originally implanted at the l5-s1 in (B)(6) 2015.